Event description:
It was reported that the patient presented in the emergency room due to an automobile accident. Transmissions showed that right ventricle (rv) lead was sensing noise and resulted in pacing inhibition. The patient is pacemaker dependent. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.